Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results and experienced thirst, polyuria and fatigue. Customer was unable to self-treat and was in contact with a healthcare professional (hcp) who obtained a reading of 345 mg/dl on their device compared to a sensor scan result of 45 mg/dl. The customer was diagnosed with hyperglycemia and administered five (5) units of rapid insulin (subcutaneously). No further treatment was reported. The results when plotted on a parkes error grid fall into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.